Event description:
It was reported that the maryland bipolar forceps instrument does not hold tissue well. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tips to open and close properly when inputs are manually rotated. The tips are aligned and cable tension is acceptable. Engineering also observed the distal end of the main tube to have a couple of sections with material removed. The sections are roughly 180 degrees apart and range in size from .100" w x 1.8" l to .325" w x 2" l. Both scraped areas are parallel to the tube axis and have a rough surface finish. There are also a couple of deep scratches on the tube. Based on the location and appearance, the damage may have been caused by a cannula accessory and instrument collision. Add'l investigation is underway regarding the cannula accessories. No other damge was found. A follow-up MDR will be submitted if add'l info is received. No other damage found. Scratch marks are likely due to instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.